Event description:
During pre test, the extractor balloon failed to inflate to 9mm. The connections were checked and inflation was again attempted but failed. A third inflation was attempted to 12mm and that attempt also failed. A second device was used without any further difficulties. There was no pt involvement.